Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to connect with the ipg. The patient received an error message multiple times while trying to connect with the ipg. A field representative was also unable to connect with their clinician programmer. Patient had a cardiac procedure on (B)(6) 2020. Therapy was turned off but surgery mode was not turned on.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.